Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of salpingitis ("she was hospitalized due to the fact that essure device caused an infection from my uterine tube to heart") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included congestive heart failure and goiter. Concurrent conditions included morbid obesity, neck pain, sweaty, anaphylaxis, eczema and polycystic ovarian syndrome. Concomitant products included furosemide (lasix). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced rash ("rashes"), pruritus ("itching") and dysmenorrhoea ("abnormal menstruation pain"). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraines"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and weight increased ("weight gain"). In 2013, the patient experienced dyspareunia ("pain during intercourse"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced back pain ("back pain") and headache ("headaches"). In (B)(6) 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced salpingitis (seriousness criteria hospitalization and medically significant), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuations"), abdominal pain ("cramping"), dysgeusia ("metal taste in her mouth"), urinary tract infection ("urinary tract infection"), ovarian cyst ("ovarian cysts"), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the salpingitis, vaginal infection, vaginal discharge, urinary tract infection, migraine, allergy to metals, pelvic pain, ovarian cyst, weight increased, uterine pain and vulvovaginal pain outcome was unknown and the genital haemorrhage, rash, pruritus, weight fluctuation, dysmenorrhoea, abdominal pain, dysgeusia, dyspareunia, alopecia, fatigue, back pain, headache and depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, ovarian cyst, pelvic pain, pruritus, rash, salpingitis, urinary tract infection, uterine pain, vaginal discharge, vaginal infection, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Patient had to do emergency surgery because the infection was fatal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in medical record: salpingitis". Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "urinary tract infection, migraines, nickel allergy, pain, ovarian cysts, weight gain, uterine pain, vaginal pain, she did not undergo essure confirmation test", reporter added from pfs. Event " she was hospitalized due to the fact that essure device caused an infection from my uterine tube to heart", concomitant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.